Manufacturer narrative:
Upon follow up, there was not infection in the uterine area. Therefore this report is no longer required. Based on additional information received, seprafilm was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a cesarean section wherein seprafilm was applied to the uterine area. The patient showed unspecified symptoms for an infection. The patient received unspecified medical treatment to remedy the infection. No further information was available at the time of this report.